Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 1.0 and 5.0 cm from the proximal end. The embolization coil was prolapsed on itself and stuck inside the non-penumbra microcatheter. The embolization coil was intact with its pusher assembly. The non-penumbra microcatheter was kinked approximately 38.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the podj embolization coil was prolapsed on itself and stuck inside the hub. This type of damage likely occurred due to improper handling during use. If the introducer sheath is not seated properly in the hub of the microcatheter prior to advancing the coil, damage such as this may occur. In addition, if a rhv is not used to secure the introducer sheath during insertion of the embolization coil into the microcatheter, it may be difficult to introduce the coil into the microcatheter. The embolization coil being folded inside the hub likely contributed to the resistance that was felt during advancement of the coil. Further evaluation revealed the pusher assembly was kinked near its proximal end. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj). During the procedure, after successfully placing one ruby coil and two podjs in the target vessel, the physician experienced resistance while advancing a new podj through the non-penumbra microcatheter. The podj appeared to be stuck within the microcatheter; therefore, the microcatheter was removed with the podj inside. The procedure was completed using a new non-penumbra microcatheter and additional podj and ruby coils. There was no report of an adverse effect to the patient.